Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly and multiple insulin pump error alarm. Insulin pump did not receive stuck button alarm. The middle button and up arrow of insulin pump was unresponsive. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black customer returned the insulin pump for alleged pump received two (2) unknown errors and an unresponsive up arrow button found on 12/2/20021. Device was received with moisture damage inside of the battery compartment. The trace and history files were successfully downloaded utilizing thus. A review of the history files show that on 12/2/2021 there were two (2) pump error 43 alarms that occurred at 18:33 and 18:34. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, keypad voltage test, force sensor test, and the displacement test. No pump error 43 alarm noted during testing. The test energizer battery was removed from the battery compartment and reinserted less than 5 seconds, less than 10 minutes, and more than 10 minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted. All buttons functioned properly during testing. The pump was cut open for visual inspection and moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, vibrate harness assembly. Motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, missing display window cover, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Pump error 43, 23. 49, 68 alarms and unresponsive keypad are not confirmed. Moisture damage is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.